Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and white particles inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on anterior and more than three opening punctured in the posterior/anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening. - more than three puncture opening on anterior/posterior assessed as to surgical damage like.

Event description:
Device has been explanted.